Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that controller showed a "replace back up battery alarm" and a yellow wrench alarm. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the log file downloaded from the returned controller (B)(6); however, the alarm was not reproduced during testing. The log file downloaded from the returned controller contained approximately 11.5 days of data ((B)(6) 2020 per the time stamp). The log file captured backup battery fault alarms due to a backup battery load test failure (internal error code 38) on (B)(6) 2020 until the controller was removed from service. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 07:41:50 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller (serial number: (B)(6)) and backup batteries (serial number: (B)(6)) successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Several load tests were performed during testing without issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on (B)(6) 2014. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery alarms. No further information was provided. The manufacturer is closing the file on this event.